Event description:
It was reported a patient underwent a hip revision. Subsequently, the patient was revised five (5) years post implantation due to trigflange and stem loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item number pm157732 item name spataro lt triflange sz23 lot # 163570; item number 103532 item name bm acet lp dome scw tis/tap d ia6.5x25mm lot # 511180; item number 103533 item name ti low profile screw6.5x30mm ia6.5x30mm lot # 076020; item number cp161940 item name ti lock-scr cancls6.5x15mm lot # 795630; item number cp161944 item name ti lock-scr cancls6.5x35mm lot # 821360; item number cp161944 item name ti lock-scr cancls lot # 858180; item number cp161942 item name ti lock-scr cancls6.5x25mm lot # 569670; item number cp161942 item name ti lock-scr cancls6.5x25mm lot # 158160; item number cp161942 item name ti lock-scr cancls6.5x25mm lot # 627440; item number cp161951 item name ti lock-scr cancls6.5x70mm lot # 272000; item number ep-083650 item name rloc-x e1 h/w +3mm 50/36mm23 lot # 3650075; item number 00902603607 item name femoral head 36 mmdiameter medium 7.0 mm neck length lot # 63016541. Report source: (B)(6). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were reviewed by an hcp and note loosening of the acetabular component and the femoral component in the left total hip arthroplasty, with findings advancing over time points. Differential considerations also includes metallosis and metal on metal pseudotumor, but this is not further characterized radiographically. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has a loose stem component after an unknown amount of time post implantation. No medical intervention has been reported to date. Attempts have been made an no additional event information is available at this time.